Event description:
It was reported that the patient's controller had damage to one of its power cables. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable damage was confirmed. Visual inspection of the submitted photos and of the returned system controller (serial number: (B)(6)) revealed a tear in the outer jacket of the white power cable approximately 2.25¿ from the strain relief on the power cable connector side and multiple tears in the outer jacket of the black power cable approximately 4¿ to 7¿ from the strain relief on the power cable connector side. A green substance consistent with fluid ingress was observed at the location of the outer jacket tears on both power cables. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The power cable damage and fluid ingress did not affect controller function. The outer jacket was removed from the power cables at the location of the tears and no damage to the underlying wires was observed. The log file downloaded from the returned controller contained approximately 11.5 days of data (16dec2022 ¿ 27dec2022 per the timestamp). The driveline was disconnected on 27dec2022 at 16:20:10 to exchange the system controller. The pump maintained a speed above the low speed limit throughout the log file while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU (rev. G) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. G) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 IFU (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.